Event description:
A healthcare professional reported that during an endovascular embolization, a 4.5x28mm enterprise vascular reconstruction device (product code: enc452812, lot number: 9924737) was impeded in microcatheter hub of a prowler select plus 150/5cm (product code: 606s255x, lot number: 31674220) and could not be pushed into the microcatheter (mc). The doctor removed the microcatheter and stent from the patient and switched to new devices to complete the procedure. Additional event information received on 15-apr-2023 indicated that a guidewire was used in the microcatheter prior to using the enterprise system. There was flushing during the procedure. They were not able to torque the device. There was no evidence of physical material within the device. The microcatheter did not kink/bent. There was no excessive force used with the devices. There was a procedure prolongation/delay due to the event, however, it did not result in a patient adverse consequence.

Manufacturer narrative:
Manufacturer ref#: (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section e1. Initial reporter phone: (B)(6). Section h3: the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.